Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable communicate with an electrode belt and was exhibiting abnormal shutdowns. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, the monitor had a defective u104, causing the abnormal shutdowns. The root cause for the damaged receptacle was excessive force. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns) and the monitor case was damaged.